Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2007. Upon scheduled follow-up on (B)(6) 2007, the field engineer reported that the ICD delivered inappropriate therapy (atp) upon fast atrial fibrillation, as observed in the corresponding recorded arrhythmia episode. Clarifications / explantations are requested about the arrhythmia detection algorithm operation in this episode. Programming recommendations are requested to avoid inappropriate therapies in the future.

Manufacturer narrative:
January 04, 2010. This event concerns a device that was manufactured and used outside the united states. Methods: analysis of electronic data and files received. (B)(4).